Manufacturer narrative:
A product evaluation was completed on the returned d91720f5. The reported event of malfunction was confirmed. As received, the balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min. Without leakage. No visible damage or defect was observed from the balloon, windings, catheter body and returned syringe. Continuity testing confirmed a full open condition of the proximal circuit. The distal circuit was found to be continuous. A cut down of catheter body was performed just proximal of the proximal electrode to expose the pacing leadwires. It was observed that the proximal leadwire was broken under the balloon, at 1.0 cm proximal from catheter tip. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A supplemental report will be forthcoming when the investigation is completed. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a swan ganz catheter malfunctioned before use. Device was available for return but customer was unable to provide additional information.

Manufacturer narrative:
A root cause cannot be determined at this time based on evidence that the failure "pacing catheter - broken leadwire - proximal" cannot be associated to manufacturing defect. The affected final work order documentation and manufacturing were verified, and no deficiencies were found. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. A final continuity test is performed to the electrodes during the final inspection. The instructions for use states provides the following warnings and precautions: this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter.